Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. When deploying the device, the anterior needle presented at the hub and the posterior needle deflected into the subcutaneous tissue. The cardiologist removed the anterior needle and then attempted to back down the posterior needle. Needle backdown was unsuccessful. The posterior needle was located with the aid of fluoroscopy. A second cardiologist joined the procedure and instructed the physician to enlarge the dermatotomy slightly and remove the posterior needle. A 7fr. Sheath was inserted and closure achieved with manual compression. The patient recovered without incident.